Manufacturer narrative:
It was claimed that support arm needs to be checked. The device failed to meet its specifications, it is unknown if it has been used at the time of the event. There have been no adverse event sustained as a result of the issue. The evaluation of the returned picture shows that the support arm broke at the joint nearest to the bracket. The support arm is cast and has most likely previously cracked at an earlier occasion either by overloading or impact, the crack widened and this led to the reported breakage. Previous investigations led to a redesign and a change of the manufacturing process in order to obtain a higher mechanical strength of the support arm. This change was implemented in production during september 2009. The reported support arm was manufactured before the implementation of this change. Despite information that date of manufacture was assessed as 2014, blue color of cover on support arm's joint revealed that the part has been manufactured before design implementation. In the installation manual for the support arm 176 in the specification of the maximum capacity, it is stated how many kilograms can be loaded depending on the angle of use of the accessories (max. Approx. 3 kg). The most likely root cause is related to usability and suppling design. The correction of field h4 device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 09/13/2001. Corrected manufacture date: 09/17/2001.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator's support arm was damaged. There was no patient harm. Manufacturer ref.#: (B)(4).